Event description:
It was reported during in clinic follow up that the pacemaker could not be interrogated using wand or radiofrequency. The issue was resolved after replacing the wand on the programmer. There were no patient consequences.